Manufacturer narrative:
The field service representative indicated there was an excessive current draw in the absorbance photometer. This created a temperature condition with one of the power transistors on the circuit card.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer indicated they received a list of errors and there was a burning smell from the instrument. The customer did not see any smoke or flames. There were no operator injuries. Customer support assisted the customer with removing all racks from the instrument until service could be performed. The customer then performed a complete shut down and disconnected the instrument power cord. The field service representative found that a circuit board showed evidence of scorching. The power manager printed circuit board (pcb) component produced heat due to power draw of the absorbance photometer. He replaced the pcb and the absorbance photometer. The air/water calibration photometer absorbance initialization was performed. The voltages were correct. Calibration and qc were also performed and the instrument was operated. On follow up, there was no sign of scorching, smoke, burning or similar damage in the cage area that holds the power manager pcb.

Manufacturer narrative:
The investigation could not determine a specific root cause as no material was available for further investigation.